Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced listlessness, tiredness and dizziness. The patient stated their tandem insulin pump was showing low alerts so the patient drank juice the whole night. The patient checked the readings in the morning, the cgm was reading low and the blood glucose reading was 600 mg/dl. The patient stopped the sensor and tandem pump started working again and provided necessary insulin to the patient for treatment. The patient called the ambulance where she was treated with an unspecified infusion and fluid supply. The patient was transported to the emergency room where they performed a check-up (no treatment was provided) and sent her back home as everything was fine. At the time of the report, the patient's bg went down to 170 mg/dl and the patient was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.